Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2.50 x 12mm synergy ii drug-eluting stent was selected for use. However, when the stent delivery system was loaded on the guide wire, it became stuck on the wire before entering the body. The guidewire was removed and aother guide wire and a new stent were used and the procedure was completed with a positive outcome. No patient harm nor complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.50 x 12mm stent delivery system was returned for analysis. The device was returned frozen on a 0.014¿ guidewire. It was not possible to remove the device from the guidewire. A visual examination of the stent identified severe damage. The entire stent was damaged and bunched. The manufacturing crimp data for this device was reviewed and there were no anomalies noted. The maximum stent profile for this device was within maximum crimped stent profile measurement. The balloon cones were out of the original folded position most likely due to the damage to the stent. A visual and tactile examination of the device revealed multiple severe hypotube kinks. An examination of the shaft polymer extrusion identified damage to the inner shaft polymer extrusion. The inner shaft polymer extrusion was bunched at several locations. The tip was visually and microscopically examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2.50 x 12mm synergy ii drug-eluting stent was selected for use. However, when the stent delivery system was loaded on the guide wire, it became stuck on the wire before entering the body. The guidewire was removed and another guide wire and a new stent were used and the procedure was completed with a positive outcome. No patient harm nor complications were reported.